Event description:
Information was later received that this lead was oversensing atrial activity and inhibiting pacing for greater than two seconds. As a result, the pace sense portion of the lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted to the emergency department due to loss of consciousness and receiving a shock. A review of a surface electrocardiogram revealed pauses in pacing of approximately 10 seconds. In addition, the patient appeared to be in atrial flutter with a 1:1 conduction resulting in an inappropriate shock. A boston scientific technical service consultant reviewed the print-outs and it was noted the atrial flutter was being oversensed. A chest x-ray was performed and revealed the lead was across the tricuspid valve resulting in the oversensing. As a result, the sensitivity was programmed to least. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.